Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on available information, the reported thrombus appears to be due to procedural conditions. Additionally, thrombus is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient was allergic to heparin; therefore, angiomax was used as the blood thinner. One clip was successfully implanted, reducing mr to a grade of 2. However, a blood clot was then observed on the tip of the steerable guide catheter (sgc). Aspiration was performed and the blood clot was successfully removed. The physician speculated the clot was caused by the use of angiomax instead of heparin. There was no clinically significant delay in the procedure. No additional information was provided.